Manufacturer narrative:
The lens was returned in liquid, in a lens case/vial. Visual inspection found no visible damage to the lens. Based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -17.5/+2.0/093 diopter, in the patient's left eye (os), on (B)(6) 2016. The lens was explanted on (B)(6) 2017 due to inflammation. Upon explantation of the lens, the problem was resolved, the patients bcva was 20/28 and no inflammation was observed. The lens was not exchanged for another lens.